Event description:
The hospital reported that either during preparation or during a coronary artery bypass procedure, two heartstring seals misfired. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. Maquet territory manager was unsuccessfully obtained any further failure clarification from the customer to determine if the failure related to did not load properly or failed to deploy. On 08/05/09, materials manager restated the failure to maquet account manager that these were seals that failed to deploy. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside the loader device with the plunger not depressed. The seal subassembly was left behind in the loader device, with the seal semi-folded and stuck between the tabs inside the loader device. No evidence of blood was seen on the device. The reported complaint that seal failed to fail to deploy is not confirmed. It appeared that the seal had failed to load properly into the delivery tube. Seal loading is a step that precedes seal deployment. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.